Event description:
The facility returned the device for service. During service the baxter repair tech reported that the device will not turn on due to failure code 570. The hosp rep stated that there have no reports of any pt incident involving the pump since the last baxter service event.